Event description:
Complainant alleged that while attempting to defibrillate a patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.